Event description:
Reporter calling regarding problem with accu check soft click pen. Activation button repeatedly jams leaving needle exposed. Problem occurred in first 2 days of use. 3 or 4 times was able to un-jam but not this last time. Reporter concerned about risk of bleeding and injury to user and others. Problem reported to accu check customer care, who has agreed to replace; however, reporter requests copy of report sent to MFR.